Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was missing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was missing. The device was returned to the biomedical department for a report of the door roller missing from the door. No tracking info was provided, pump programming or, event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing. Though requested, no add'l info was provided.